Event description:
It was reported that during a gastric bypass procedure, the instrument had only been activated for a short time when it stopped functioning. It was detached and reattached to the handpiece, but still it wouldn't work. The instrument was removed and replaced with another one and the same thing happened again. This happened four times. Used an instrument from a different box and the procedure continued with no further issue. There was no patient consequence.

Manufacturer narrative:
(For device b) and d9e560 (devices c and d); exp date: 7/2012 (device b) and 8/2012 (devices c and d). (Device b): 8/2007 and (devices c and d): 9/2007. Eval summary: devices a, b, c and d were returned with the blades scratched and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magntude would have been detected at this process. We have documented teh circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.